Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an inaudible alarm. Root cause determined to be an electrical component failure. Lot release records were reviewed, and the product met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Omnipod insulin management system - user guide model: ust400 14421-aw rev h / 2016 checking your blood glucose 7 page 95-96.

Event description:
It was reported that patient's blood glucose reached 392mg/dl after wearing the pod for 48 hours. Insulin history: (B)(6).